Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and mildly calcified middle left anterior descending artery. A 4.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, it was noticed during procedure that the shaft broke. The device was completely removed from the patient and simply pulled out by hands and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the distal portion of a synergy ous mr 4.00 x 38mm delivery system was returned for analysis. Examination of the crimped stent via scope found the entire length of the stent stretched and damaged. During manufacture the max stent profile is measured, the data was reviewed and the minimum and maximum values were within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. The hypotube and manifold were not returned. A visual examination of the outer and inner lumen and mid-shaft section found a break 12 cm proximal to distal tip. A portion of the customer's guidewire was attached to the returned portion of the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and mildly calcified middle left anterior descending artery. A 4.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, it was noticed during procedure that the shaft broke. The device was completely removed from the patient and simply pulled out by hands and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was fine.